Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the bending section cover epoxy is damaged. This damage appears to be caused by physical stress to the distal end bending rubber. The bending section cover adhesive is discolored. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a diagnostic bronchoscopy to inspect the patient's airway, in the ICU, the bending section cover (rubber) degraded and parts of the rubber fell into the patients airway. Black fragments were visible on the image in the patient's airway and there appeared to be 4 or 5 pieces of varying lengths. The device fragments were successfully retrieved using a grasper. A follow up bronchoscopy was performed the following day to confirm all pieces were removed and there was no visible damage to the patient's airway. The scope was not closely inspected prior to the procedure. There was approximately a 30 minute delay in the procedure. The scope was quarantined and not in use. The scope was cleaned using high-level disinfectant with medivator advantage. It was also reported the olympus device was used with a non-olympus suction-safe swivel y which is not compatible with the olympus device and may have caused physical stress at the distal tip resulting in dislodgement/damage of the bending section cover. The customer also reported the patient passed away before (B)(6) 2022 and it was confirmed the death was not related to the olympus device event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. Corrected information added. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the a-rubber glue was deteriorating by physical stress or chemical stress, the scope was not closely inspected prior to use and did not detect deterioration of the glue. Under such a condition, the device was used for procedure, and the a-rubber glue detached inside the patient¿s body cavity. Additionally, the customer reported using a non-olympus reprocessor. As stated in the instructions for use, the event could have been prevented: users can detect a sign of the suggested event by handling the device in accordance with the following IFU. Important information: please read before use: before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. For appropriate reprocessing methods, see table 3.1 and 3.2. Follow the policies at your local institution when choosing which methods listed in table 3.1 and 3.2 to employ.